Manufacturer narrative:
(B)(4) date sent to the FDA: 2/10/2021 additional information: h6 h6 component code: g07002 device not returned a manufacturing record evaluation was performed for the finished device lot number al0050, and no non conformances / manufacturing irregularities were identified. Additional information was requested and the following was obtained: was there any patient consequences? Unobtainable. Once there is any update, we will update the information. How many minutes was the procedure delayed? Unobtainable could you please confirm the device's availability? The sample isn't available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? How many minutes was the procedure delayed? Could you please confirm the device's availability? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hand contusion surgery on (B)(6) 2020 and the suture was used. During surgery, the problem of pulling off suture needle happened when drawing the needle. A like device was used to complete the surgery. There were no adverse patient consequences reported.